Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented via merlin.net and showed noise on the rv lead. The physician opted to monitor the patiently closely and continues to use the lead. The patient is in good condition.

Event description:
New information notes that during follow-up, episodes of noise were still observed. X-ray revealed externalized conductors. The lead was capped and replaced. The patient condition was good after the procedure.